Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A biomedical engineer reported during hemodialysis treatment while using a fresenius 2008t hemodialysis machine blood leaked into the dialyzer compartment at the start of treatment. The patient was set up on a different machine to finish treatment. The patient was connected to the hemodialysis machine and was approximately one minute into treatment when the dialyzer leak was observed. The patient lost approximately 300ml blood. No defect/damage observed to the dialyzer or its packaging. The blood leak was visually observed internally from the dialyzer. Blood test strips used tested positive.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported during hemodialysis treatment while using a fresenius 2008t hemodialysis machine blood leaked into the dialyzer compartment at the start of treatment. The patient was set up on a different machine to finish treatment. The patient was connected to the hemodialysis machine and was approximately one minute into treatment when the dialyzer leak was observed. The patient lost approximately 300ml blood. No defect/damage observed to the dialyzer or its packaging. The blood leak was visually observed internally from the dialyzer. Blood test strips used tested positive.